Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 4.00 x 16 synergy drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the stent dislodged. The dislodged stent was removed with a snare. There were no patient complications reported and the patients status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 4.00 x 16 synergy drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the stent dislodged. The dislodged stent was removed with a snare. There were no patient complications reported and the patients status was stable. Device evaluated by manufacturer: the stent delivery system (sds) was not returned for analysis. The stent was returned attached to a snare with a guidewire. The stent was detached from the delivery system and damaged its entire length. Hardened medium resembling blood/tissue was attached to some of the stent struts. The sds was not returned for analysis therefore reviews for individual assessment of the catheter could not be performed.